Manufacturer narrative:
(B)(4). Visual examination found that the steroid plug was missing. The object that fell out of helix housing was most likely the steroid plug. Due to the inherent limitations of returns analysis, it was not possible to determine if this steroid plug displacement occurred prior to implant, during implant, while implanted, during the explant. The lead was otherwise normal. (B)(4).

Event description:
It was reported that it was not possible to place the lead in the atrium despite several attempts. Physician noted that a small white piece fell from lead tip when extracting the lead from patient and assumed it blocked the helix and prevented fixation. A new lead was placed and the patient was fine after the procedure.